Event description:
A male pt underwent initial aaa repair in 2006 to repair a type I endoleak caused by migration of another manufacturer's stent. Twenty-four months after the renu device was implanted, the pt was noted to have a proximal type I endoleak and aneurysm expansion >5mm. The pt was treated with angioplasty and the placement of another manufacturer's stent. There was no endoleak and the aneurysm was noted to have stabilized at both the 30-day and 365-day follow-ups. No further info is available at this time.

Manufacturer narrative:
Evaluation: still under investigation.